Event description:
It was reported that a patient had his pump replaced due to battery depletion. No patient injury was reported; the patient recovered without sequela. The medication administered via the pump was lioresal intrathecal 2,000 mcg/ml concentration; the daily dose was not provided.

Manufacturer narrative:
Final device analysis was completed and revealed the synchromed ii battery resistance was high.